Event description:
It was reported that the interbody device broke while implanting into s1-l5-l4 with "mild hammering." The device was removed and replaced with another product. No additional complications were reported.

Manufacturer narrative:
This part is not approved for use in the united states; however, a like device catalog # 2991232, product code max was cleared in the united states. (B)(4). This part is not approved for use in the united states; however, a like device catalog # 2991232, 510k # k073291 was cleared in the united states. Evaluation of the returned device found one corner of the cage is broken at the junction with the implant inserter and was not returned for analysis. The orientation of the broken surface is angle laterally suspecting a load has been applied laterally in the upper or lower vertebra direction during the insertion of the cage. The teeth at one endplate and those diagonally oriented at the other endplate are flattened suspecting a contact with the vertebral endplates once the cage is rotated during insertion. The returned cage was found broken at the level of the attachment with the implant inserter. No pre-existing defect was found at the level of the breakage. The breakage is consistent with an over-loading of the part. The origin of the over-loading can be attributed to the application of an lateral up or down load on the implant inserter in conjunction with a rotation along the cage axis during the implantation of the cage. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.